Event description:
#Medwatcher #(B)(4). Severe pain in left side, bleeding, continuous emergency room visits to try and locate coils, weight loss, fatigue, serious bloating , migraines, and chest pain.